Event description:
It was reported that a pt who had opll underwent a cervical procedure at c4/7. Anterior fixation was used. Approx a month post op, it was found in the x-ray that one of the c7 screws backed out. No revision surgery is reported at this time.

Manufacturer narrative:
Device was not returned to manufacturer for eval. The intero op and 5 day post op, sagittal image were reviewed. The images show c5, c6 corpectomy with structural graft. C4-c7 plate is well positioned, and of appropriate length. The 5 day post image shows the inferior screw backed out. In reviewing the intero op image, the same inferior screw appears not fully seated in the plate. The suspect devices in use are g976h612, lot w05m2888; and part g976h613, lot w07j3699. Device history records for both lots were reviewed. No documentation was found that would indicate a nonconformance to specifications. Unable to determine the cause of the event.